Event description:
It was reported that the patient presented for a scheduled for generator replacement due to eri and new right ventricular lead for high capture threshold on (B)(6) 2024. During procedure, it was noted that the atrial lead was dislodged. On that day, the physician elected to cap and replace the atrial lead and rv lead. The patient was stable before, during, and after procedure.